Event description:
On an unk date, the pt was implanted with an ams spectra concealable penile prosthesis. The device was removed and replaced with an ams ambicor penile prosthesis due to erosion at "glands". Add'l info was requested, but was not provided.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.